Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bravo capsule detached prior to the end of the procedure during an esophageal procedure. The account is unsure if a repeat procedure will be performed. No other known adverse events were reported.